Event description:
A caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, and after the reset, the error code did not reappear, allowing the caller to successfully start their sensor session.